Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix retracted and covered with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for a left atrial appendage implant procedure. During procedure, the right atrial (ra) lead was dislodged. The physician explanted and repacked the ra lead on (B)(6) 2023. The patient was in stable condition.